Manufacturer narrative:
Patient identifier: full patient identifier is (B)(6). Age, weight and ethnicity: the customer did not provide patient demographics such as the exact date of birth, weight, ethnicity or race. Device evaluated by MFR: the access accutni+3 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer sent the patient's sample to beckman coulter (bci) complaint handling unit (chu) for additional testing. Chu testing of the neat sample produced an elevated result that confirmed the customer's result. Interference testing including alkaline phosphatase (ap mutein) blockers was performed. Result recovery was significantly reduced using the alkaline phosphatase blocker. The presence of a patient-source interferent related to alkaline phosphatase was confirmed. In conclusion, the cause of this event is due to a confirmed patient-source interferent related to alkaline phosphatase.

Event description:
The customer contacted beckman coulter (bci) to report obtaining reproducible, elevated troponin-I (access accutni+3) results for one (B)(6) female patient on the laboratory's unicel dxi immunoassay system (exact model and serial number was not supplied). Several samples were tested over an extended timeframe (approximately four (4) months) and all results were above the assay's normal reference range. Reanalysis of these samples continued to produce elevated access accutni+3 results above the normal reference range. The samples were also tested on alternate methodologies (abbott and agilent) which produced lower results either within the assay's normal reference range or "negative" results. The customer analyzed the patient's sample using bci's high sensitivity troponin-I (access hstni) assay. The results obtained were well within the normal reference range of the assay. Additionally, the patient's samples were tested on alternate access 2 immunoassay analyzers and unicel dxi immunoassay systems (serial numbers not provided) using the original access accutni+3 assay both at the customer's site and a secondary site ((B)(6) community hospital) where similar elevated results were obtained. Further testing using sc antibodies heterophile block tubes (hbt) to rule out heterophilic interferences did not reduce the elevated results obtained. There was a change in patient treatment/management associated with the elevated access accutni+3 results obtained as the patient had undergone five (5) angiograms since 2017, one (1) angioplasty (percutaneous intervention was performed with stenting of the saphenous vein graft to the right coronary artery) and several nuclear perfusion scans and mris (magnetic resonance imaging). It was reported that the patient's last angiogram was complicated by contrast induced nephrotoxicity which prolonged her hospital stay. System performance indicators such as calibrations and qc (quality control) were reported as performing within specifications at the time of the event. Specific details were not supplied. There were no reports of issues with hardware, other assays or other patient results in conjunction with this event. Sample collection and processing information was not supplied including sample type, centrifugation time and speed and storage conditions.